Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The displacement test could not be performed and no back light anomaly could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the act, and down arrow buttons on the insulin pump are not responding. Customer's blood glucose level at the time 78mg/dl. Customer advised that he has dropped the insulin pump numerous times. Advised insulin pump would be replaced. No additional information was provided.